Event description:
It was reported that during a coronary artery stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in the distal 1st obtuse marginal branch (om1). The 2.50 x 20 mm promus element plus stent was deployed at 11 atm in the target lesion. Following deployment and balloon deflation, the physician encountered moderate balloon withdrawal resistance while removing the catheter. The lab reported the contrast mixture could have been too thick. No deflation issues were noted and the balloon was withdrawn intact. No patient complications were reported and the patient's status is "normal".

Manufacturer narrative:
Device is a combination product . (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).